Event description:
Patient undergoing a ptca and drug-eluting stent placement to the ostial radial graft to the right pda. The ostium was engaged with a guiding catheter and lesion was crossed. The lesion was predilated. An xpedition xience drug-eluting stent was delivered with an excellent result. There was difficulty in removing the delivery balloon from the stent and the proximal part of the stent looked slightly disturbed. A balloon was engaged and postdilated the ostium of the stent which resulted in no stenosis and adequate flow in the distal vessel.what was the original intended procedure?ptca and drug-eluting stent placement to the ostial radial graft to the right pda.